Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Previous report of event (B)(6) 2018 indicated noise was noted on the atrial and ventricular leads simultaneously. Noise reversion episodes were also seen. Lead extraction was under consideration but not scheduled. The patient was stable. New information received suggests the right ventricular lead was capped (B)(6) 2018 and replaced. During the procedure, it was noted that the outer insulation of the right ventricular lead was coming apart and a kink was observed under fluoroscopy. There was no visible damage to the atrial lead. Fluid was observed in the atrial port of the pacemaker header which the physician believed may have been the cause of the noise observed. The atrial lead was left in place and the pacemaker was replaced. No further information is available.

Event description:
New information received indicates the patient was in a stable condition after the procedure and will continue with a normal follow up going forward.